Event description:
It was reported to philips that the system gave an alert indicating the generator was busy, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and identified that the generator was busy starting. A review of the system logfiles found that generator phase fault which impacting system boot up. Upon troubleshooting actions, the philips field service engineer (fse) inspected the system onsite and identified the ips phase fault and miu ips rail voltage was failed. Upon follow up inspection, the fse observed no issue with the system and the issue was resolved itself. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.